Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their (B)(6) displayed "transmitter not found." Pairing attempts were made; however, failed. No additional event or patient information is available.